Event description:
It was reported that during a peripheral stenting treatment procedure the catheter got stuck on the guide wire. The target lesion was located in the superficial femoral artery. The physician deployed a 6x100x120 epic stent without any issues. During removal of the stent delivery system the catheter got stuck on a non-bcs guide wire. The guide wire and stent delivery system were removed as one unit to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluation: only the inner member of the epic device and an unidentified guidewire were received for product analysis. There was dried blood in the wire lumen. The guidewire was protruding 114cm from the proximal end of the inner member. Gently pulling on the wire confirmed that the wire was stuck in the lumen of the device. The measurements of the outer diameter of the wire were consistent with a .035" guidewire. The devices were soaked in a bath of circulating water to attempt to loosen the blood in the wire lumen. The guidewire was withdrawn from the device without encountering any unusual resistance. The inner diameter of the wire lumen was measured and met specifications. The device was locked-up on the guidewire in the as-received condition however it appears that this was attributable to the presence of dried blood in the wire lumen since the catheter was easily withdrawn from the guidewire after soaking the devices. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint has been determined to be user related as per the dfu the following instructions were not followed: "the epic nitinol biliary stent system is indicated for transhepatic palliation of malignant neoplasms in the biliary tree." (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure the catheter got stuck on the guide wire. The target lesion was located in the superficial femoral artery. The physician deployed a 6x100x120 epic stent without any issues. During removal of the stent delivery system the catheter got stuck on a non-bcs guide wire. The guide wire and stent delivery system were removed as one unit to complete the procedure. No patient complications were reported.